Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation and the patient's current condition is unknown. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a revision surgery was performed for the extraction of a stem. Further information is unknown.